Manufacturer narrative:
The compact test drum is the suspect device.

Event description:
Patient reported that the expiration date printed on the compact strip drum vial is 2008/12. According to the manufacturer, the correct expiration date for this strip lot is 2006/12. No patient injury resulted from use of the suspect test strips. Patient did not provide the location where the labeling problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.